Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue (s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, in a course of one week, five short port btt's bursted. Replacement units were used to complete the procedures. The hospital did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question. Refer to 2242352-2011-01365, 2242352-2011-01366, 2242352-2011-01367, 2242352-2011-01368.